Event description:
Pt had a long-standing history of mitral regurgitation who recently had development of left ventricular enlargement on echocardiogram. She had been followed for her severe mitral regurgitation and on recent echocardiogram she was noted to have severe bilateral prolapsing anterior and posterior leaflets. She underwent cardiac catheterization and was found to have no significant coronary artery disease. However, a tee did reveal a small patent foramen ovale as well. She did have significant enlargement of her left atrium and right atrium. She was referred for mitral valve replacement due to the fact that the pt appeared to have a barlow's type valve with severe prolapsing anterior and posterior leaflets. The technical aspects of the procedure itself went very well; however, as the pt was weaned from cardiopulmonary bypass, she became hypotensive requiring reinstitution of cardiopulmonary bypass and placement of intraaortic balloon pump. The pt remained profoundly hypotensive despite inotropic support and also intraaortic balloon pump. At that time, the chest was closed rapidly in the operating room. She was delivered to the intensive care unit. The balloon pump was left intact as well as vasopressors were continued. However, despite increasing vasopressors at maximal amount and also intraaortic balloon pump, the pt essentially had no ventricular function whatsoever. The pt had severe cardiogenic shock postoperatively. This was recognized and was discussed with the family that despite vasopressors and intraaortic balloon pump, the pt continued to have progressive hypoxemia and basically irreversible multiple organ failure. By the next day, it was very clear that the pt had irreversible cardiogenic shock with ensuing multiple organ failure including acute renal failure and despite high dose vasopressors and intraaortic balloon pump. Therefore, the pt was pronounced dead 06:55 a.m.